Event description:
Information was received from the manufacturer's representative (rep) who reported the opened a lead end cap kit that didn't include the set screw, so they wanted to know if a set screw from the lead extension kit could be used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the issue was not the lead end cap kit not having the component. What happened was the hcp reverses the dbs stages since they use fhc starfix. After lead placement, the hcp exposes the existing dbs extensions (implanted about 12 days earlier along with the ipg) to connect the leads they just implanted. The hcp inadvertently backed out the extension screw on one of the dbs extensions too far and it fell out, and it couldn¿t be located. A new extension kit was opened to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.